Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 8 years following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical aortic valve, the patient was hospitalized for pneumonia and sepsis. An echocardiogram and transesophageal echocardiogram (tee) were performed that revealed severe aortic regurgitation with a preserved ejection fraction. No treatment was provided. 4 months and 14 days later, the patient presented to the emergency department with complaints of worsening shortness of breath, and chest heaviness. The patient was subsequently hospitalized. A computed tomography (CT) scan was performed that revealed aortic regurgitation of unknown severity. No treatment was provided. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately 8 years following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical aortic valve, the patient was hospitalized for pneumonia and sepsis. An echocardiogram and transesophageal echocardiogram were performed that revealed severe aortic regurgitation with a preserved ejection fraction. No treatment was provided. 4 months and 14 days later, the patient presented to the emergency department with complaints of worsening shortness of breath, and chest heaviness. The patient was subsequently hospitalized. A computed tomography scan was performed that revealed aortic regurgitation of unknown severity. No treatment was provided. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the sepsis was streptococcus agalactiae (group b), and the valve did not cause or contribute to the sepsis or pneumonia. Subsequently, intravenous therapy antibiotics were administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: a4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.